Event description:
It was reported that a large volume infusor stopped flowing midway through the infusion at the hospital. The issue was identified during patient use. The device flowed when the hospital checked the device after 24 hours; however, when the device was checked at 48 hours, the medication was "still half full". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 20, 2021 - april 27, 2021. H10: the device was received for evaluation containing 227 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were found to be within product specification. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.